Manufacturer narrative:
Customer uploaded pump data for tandem technical support (cts) to review. Cts reviewed pump data and found that the site reminder was declared appropriately. The customer dismissed the site reminder on (B)(6) 2016 which prevented the reminder from annunciating again 3 days later. Pump data showed that the customer turned off the site reminder feature on (B)(6) 2016 and re-enabled the feature on (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
In addition, it was reported that the pump vibration is becoming weaker. Reportedly, the vibrations are inconsistent and vary in strength when vibrating. In addition, it was reported that the ie site reminder was turned off. Customer stated they did not turn off the site reminder and believe the pump turned off the reminder. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered an injection and changed out pump supplies to stabilize blood glucose levels. Reportedly, customer stated that the touchscreen will unlock on its own. Customer reported at times they have taken the pump out of there pocket and the pump was unlocked and on a random screen. Multiple attempts were made to follow up with the customer on the reported issues. No response from the customer was received.